Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. H6: proposed component code: mechanical (g04) - drill. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: vngd blk/trl/nail slaphammer: catalog#32-486210, lot#ni. G2: foreign: united kingdom. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the cutting block was being fixed to the femoral bone when the drill bit fractured. The surgeon determined that the fractured fragment of the drill bit did not impede the case and it was left in the patient's bone. No additional adverse events or patient outcomes have been reported. Due diligence is in progress for this event; to date no additional information has been reported.